Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient realized their therapy was turned off and was shocking them in a painful way. Patient stated they noticed this yesterday, (B)(6) 2022. Patient stated they tried turning their stim off already, but that their stim was currently on. Patient stated they will be okay when sitting still but if they bend over they will feel a pinching or shocking feeling. They confirmed not experiencing any falls or traumas of note. Patient stated when they realized their therapy was off, they saw a message appear that they cannot remember what it said. Patient stated they feel their device was causing the problem because of the message they saw. It was reviewed turning stim off/down, changing program, therapy expectations. Patient changed their program and increased their stim. Patient stated they feel the pinching or shocking more than the fluttering. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy turning off, seeing a message and feeling their device caused a problem was not known. The reported the rep had changed the program to reduce shocking. The cause of the shocking was not determined. They noted they had reached out to their healthcare provider and were changed to a new program, the device was still in use at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.